Event description:
The customer was admitted to the hospital for high bgs. Bgs were treated with insulin drip. At the time of call, the customer attributed the bgs were treated with insulin drip. At the time of call, the customer attributed the high bgs to insulin used. It was stated that they had filled the reservoir with insulin taken on a trip with them. The customer stated that they resumed on pump after being released from the hospital. The customer also indicated that they were fine for a week and then their sugars rose in one hour similar to what happen before the admission. The customer et new insulin and had the same problem. Instructed the customer to check if the driver block was moving properly. However, the driver block appeared to be stuck.